Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Reportedly, the customer did not input the proper settings into the pump.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.